Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with pulse generator exhibited backup vvi mode. The patient experienced diaphragmatic stimulation. After a product download, the device resumed normal function. The patient would continue to be monitored.